Event description:
Monitor battery failed to hold a charge, giving a 'low battery' signal to user; time period is approx 9 hours. In 2009, I left for work circa 8 am and took monitor with me as per use instructions. Circa 5 pm, monitor began beeping with a 'low battery' message. The monitor had been in its charging, docking station all night [circa 11 pm to circa 7 am in the morning]. The next day, I again left the house with the monitor with it fully charged. Upon return to my home at circa 1 pm, monitor battery showed only a 43% charge remaining. I called the cardionet staff, and they kindly arranged to have a 2nd 15 volt adapter sent to me, so I can plug the monitor in at my office as a workaround. This is not a medical emergency; it is a nuisance to have to charge this unit during the day while I am at work. The 15 volt system does not allow one to be mobile in your car [12 volts] during the day. The root cause may be, bad electrical supply at my home [used two different wall sockets and upgraded electrical panel in house in 2002], a bad 15 volt adapter, or a bad battery in the device. If this is pandemic with these devices, then manufacturer should redesign the battery spec and do some 'in life' use testing for folks like me who work all day, go to a fitness center after work, before going home [about a 10-11 hour time interval]. The battery in this device cannot and does not last that long. Dose or amount: na. Dates of use: 2009. Diagnosis or reason for use: atrial fibrillation. Event reappeared after reintroduction: yes.